Event description:
The customer reported that the knife blade would not advance during the first attempt to cut during a lower anterior resection. The surgeon kept trying to advance the blade but it would not work. A new device was used to complete the procedure and there was no pt injury. The device was returned to covidien and visual inspection noticed that the webbing was protruding.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.